Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed persistent malfunction alarms 57 (software runtime error) and 61 (external flash write error) during initial training, which continued after a user-initiated reset and a factory reset; the user was instructed to discontinue the affected ilet and continue their current therapy, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. It was concluded that the cause was a software-related malfunction of the device.